Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the tissue was stuck on the ridges of the reload. It was then they saw the reload moving at the proximal end, even though it had already been loaded properly earlier. They opened another stapler and used new reloads and it was the same. The procedure was completed successfully. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2026. D4: batch # unk. Additional information was requested, and the following was obtained: regarding "opened another stapler and used new reloads and it was the same". 1. Could you please clarify if the second stapler (ech60l) presented same quality issue? Ans: yes, it did. 2. If yes, please provide device product code and lot#. Ans: product code: ech60l, lot number is not available. However, sales confirm it was of a different lot from the 1st unit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60l lot number a97n4v and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/20/2026. D4 batch #474d18. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with three reloads present. The gst60b reload (b) was received fully fired with no apparent damage. The gst60d reload (c) was received fully fired with no apparent damage. The gst60g reload (d) was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 474d18, and no non-conformances were identified.